Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that transmitter did not blink when connected to sensor. Customer removed sensor and cannula was missing. Customer's blood glucose was not reported. Sensor would be returned.